Manufacturer narrative:
This device is used for treatment not diagnosis. Removing the diseased disc is supposed to remove the source of the patient's pain. The fact that the patient continued to experience pain after the original prodisc-c implantation indicates the surgeon failed to remove one or more of these pain generators. The fact that the adjacent disc space was also fused in the 2nd procedure indicates that one or more pain generators may have been coming from those levels as well. There are at least two possible explanations for the patient's continued pain: 1- the surgeon performed an inadequate discectomy and decompression at the original level and 2- the surgeon failed to locate all of the patient's painful discs. The prodisc-c technique guide specifically states that performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. It also states that prodisc-c is to be used for the treatment of single level cervical disc disease. In this case, there is no clear indication of the source of the patients continued pain. Improper patient selection may have been a factor.

Event description:
Patient who experienced pain for approximately six months to a year was enrolled in a prodisc-c clinical study. Patient was implanted on (B)(6) 2005 with a prodisc-c implant. In (B)(6) 2009 patient, experienced on-going pain in the neck. Patient was returned to operating room on (B)(6) 2009 and an adjacent level fusion surgery was performed at level c5-6. The pdc implant at level c6-7 was not removed.

Manufacturer narrative:
Nothing was explanted. Revision on (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.